Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed as part of a clinical trial. A 27mm watchman flx pro laa closure device was implanted. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and a large thrombus was noted on the atrial-facing side of the closure device. The patient was prescribed oral antithrombotic medication in response to this event. A follow-up tee is scheduled on a future date to determine the status of the thrombus.